Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was 558mg/dl. The customer's most current level was 76mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer declined to troubleshoot. The cannula was noted to be bent. The customer was advised to change entire set, reservoir and insulin. The customer was advised replacement sets would be sent.